Manufacturer narrative:
H10: the device was received for evaluation with a minicap attached to the female connector. A visual inspection with the naked eye and magnification was performed and a damaged female connector was observed. Functional testing including clear passage and clamp function testing were performed with no issues noted. Leak testing was performed with the returned minicap attached to the female connector and a leak was observed beneath the minicap. The transfer set was retested with an in lab minicap and a leak beneath was observed which indicated damage to the female connector was present. The reported condition was verified. The damage to the female connector was determined to be the cause of the reported leak.the cause of the damage was determined to be manufacturing related. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an iodine leak was noted on the minicap transfer set; further described as ¿povidone leak on t-set¿. This occurred after the minicap was placed on the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.